Event description:
It was reported that the left ventricular (lv) lead dislodged. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-58 lead (B)(6) 2014; 1000-27 tissue valve (B)(6) 2011. (B)(4).